Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4068-58 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a high threshold, which was varying, and low impedance. The lead was capped and replaced. The implantable pulse generator (ipg) had not triggered elective replacement indicator (eri), however, the battery voltage was below eri voltage and the impedance was at a value higher than what would have triggered that alert. The device was explanted and replaced. No patient complications have been reported as a result of this event.